Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were having low flow issues on arctic sun device. They tried filling the device, but it would not take up any water, nurse stated they ended up changing devices and were still having low flow issues. Noticed the pads appeared to be damaged after returning from CT so they were changing out the pads. Nurse asking if they need to send the first device to biomed for evaluation. Confirmed with nurse they had the pads connected when trying to fill the reservoir. Explained if they were filling the device because of the low flow, then the device may not have needed any water. They should only fill the reservoir when the device alarms it was empty at the beginning of therapy, and the pads should not be connected when trying to fill. Discussed the device works on negative pressure and the amount of water would not affect the flow rate. Informed nurse that they can walk through checking the reservoir level and troubleshoot from there if they would like. If they did not need the machine for therapy currently, they could also send it to biomed to evaluate. Nurse stated they would just send the device to biomed. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated that they were having low flow issues on arctic sun device. They tried filling the device, but it would not take up any water, nurse stated they ended up changing devices and were still having low flow issues. Noticed the pads appeared to be damaged after returning from CT so they were changing out the pads. Nurse asking if they need to send the first device to biomed for evaluation. Confirmed with nurse they had the pads connected when trying to fill the reservoir. Explained if they were filling the device because of the low flow, then the device may not have needed any water. They should only fill the reservoir when the device alarms it was empty at the beginning of therapy, and the pads should not be connected when trying to fill. Discussed the device works on negative pressure and the amount of water would not affect the flow rate. Informed nurse that they can walk through checking the reservoir level and troubleshoot from there if they would like. If they did not need the machine for therapy currently, they could also send it to biomed to evaluate. Nurse stated they would just send the device to biomed. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper consideration of end user requirements- shipping or handling caused damage to device". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, unable to perform labeling review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.